Manufacturer narrative:
Unit received with unresponsive keypad due to broken trace at scroll down, right and back button. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest due to unresponsive keypad. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the button of insulin pump was unresponsive. The customer's blood glucose value was 14 mmol/l. Customer stated the pump was neither dropped nor exposed to moisture. The insulin pump will be returned for analysis.